Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during priming. It was reported that the insulin pump is now stuck in a prime loop. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was unable to prime during the prime test due to cracked end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratches on display window and cracked reservoir tube lip. The motor was tested outside of the insulin pump and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.